Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck in the catheter. During use the spines would bunch into a 'cobra position' and the physician was trying to troubleshoot that issue before it was resolved. The physician then attempted to advance the guidewire out of the catheter and found they could not advance the wire and also could not withdraw it. The guidewire and catheter were removed together and tissue was observed on the tip of the catheter between the guidewire and the guidewire lumen. No effusions were seen and no interventions were required. The procedure was completed without further complications.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.